Event description:
A medtronic rep reported that the passive biopsy needle had a break in tracking when being used. The rep made sure the two passive spheres on the needle were dry and free of debris. He reported that there were two overhead lights on and directly over the surgical field. The surgeon completed the surgery with the use of the stealthstation. There was no negative impact to the pt.

Manufacturer narrative:
Investigation is currently in progress.